Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, the patient developed major bleeding in the lungs. The patient was treated with four to eight units of red cell concentrate every 24 hours and was given a blood transfusion on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient remained ongoing on (B)(6) until they expired (refer to manufacturer report number 2916596-2021-06567 for evaluation). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio is included in this document. No further information was provided. The manufacturer is closing the file on this event.